Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins or damaged e-belt connector) has been confirmed. Upon investigation the trunk cable connector had bent pins. The root cause for the bent pins could not be positively identified. There were no adverse events associated with the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt had bent pins.